Manufacturer narrative:
This patient passed away. It was not indicated if this device was explanted, or buried with the patient.

Event description:
Boston scientific crm received information that two days after this device was implanted, the patient began to spit up blood. In the emergency room, it was identified that the patient had blood clots. As a result, the patient passed away. The patient's wife stated that the patient had been in poor health for a while and the device was implanted on the right side due to the left arm being used for dialysis. The patient's wife stated that there was nothing wrong with the device function; however, the patient did not have blood clots prior to the implant procedure.